Event description:
It was reported that prior to starting a da vinci-assisted low anterior resection surgical procedure using an xi system, and before surgical port placement, the customer reported that the e-200 displayed the message ¿restart the e-200. Energy delivery will not be made available during restart¿; the patient was under anesthesia, and the system was not docked. Before contacting technical support, the caller attempted multiple restarts without resolution. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed the caller to check cable connections to the operating room (or) socket and video processor (vp)¿all were secure. The tse then guided a breaker reset on the e-200 and a full dv system shutdown and restart. Despite these actions, the issue persisted, with all e-200 leds showing red. The caller had access only to an ft10 generator as backup, which the tse advised was not validated for use with the dv system. Since other dv systems were in use, the procedure was aborted after anesthesia. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.